Manufacturer narrative:
Concomitant medical products: product ID 9775, serial# (B)(6), product type recharger. Product ID 97745, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a recharger telemetry module (rtm) failure, the no device found message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Since january the pt had a charging issue when recharging their ins for it was intermittent. Pt was working with their medtronic representative who had the pt reset the controller then in the last week or two it had gotten worse. It got to a point where the implant battery would not charge at all but their controller would. Pt spent hours trying to charge the implant but they had no success and it was getting bad. The pts implant battery was completely dead for several days then yesterday they were able to recharge their implant battery. When attempting to recharge the implant pt would get an error, the implant would be recharging 100% then without moving it would say could not find the device. When attempting to recharge the implant battery it would do it a lot where it would not display the recharging quality for it would just show recharging. Over the last 6 months it had gotten more problematic and their rep said they needed to call patient services to get a replacement controller or recharger. During call pt verified no damage to the rtm and when examining the controller charging port maybe one of the pins on the right looked shorted than the others. Pt cleaned the rtm pins and blew into the controller charging port. Pt reset the controller and attempted to recharge the implant battery, the controller showed the implant was flashing saying recharging then it switched to recharging excellent with a green flashing light. The controller battery was charged to 100% and the implant was at 70% battery. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned unrelated medical history including pt had another surgery this week and they were mobility challenged. Additional information was received. It was reported that last week it started charging when they called. Now the issue started again. Pt gets no device found when trying to recharge. Pt did passive recharge mode and all numbers were at zero. Pt also noticed the antenna was getting so hot at the connection place between the cord and paddle that it made their skin hurt. It was not burning and there was no mark left but it was very hot. Pt saw no damage. An email was sent to repair to replace the recharger.